Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing two episodes of hypoglycemia with loss of consciousness while wearing the pump. Caller stated her husband provided treatment with the first episode and she self-treat after regaining consciousness during the second episode. Caller alleges pump delivered insulin when it was not programmed to deliver insulin. Device has been returned to distributor.